Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 25 and 36 hours. When removed from the infusion site, the pod's cannula was found bent. As treatment.

Event description:
It was reported the patient's blood glucose level rose to 400 mg/dl while wearing the pod between 25 and 36 hours. When removed from the infusion site, the pod's cannula was found bent.

Manufacturer narrative:
Additional information received on 03nov24. Updated d4: lot # from ph1u02132432 to ph1k05042441. Updated d4 - model # from pt-000438 to pt-001443. Updated d4 - catalog # from pod-ble-h1-529 to pod-omni-i1-6220. Updated d4 - expiration date from 8/13/2025 to 11/4/2025. Updated d4 - primary UDI number from (B)(4). Updated h4 - device mfg date from 2/13/2024 to 5/4/2024.